Manufacturer narrative:
Clarification section d: device information has not been provided. Default device to saline device at this time. Continued e.1 postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported through company representative "capsular contracture baker grade 2, intracapsular leakage" and "asia complaints pattern", not device related. This record is for the left side. Device was explanted and replace with a non-abbvie device. It is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.